Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Info received from published literature from an international symposium on endovascular therapy held on january 19-23, 2013. The literature indicated that a pt with pancreatic cancer underwent a microwave ablation percutaneously. Ablation time was 10 minutes. A post clinical follow-up study found that the pt had an onset of abdominal pain 30 days after the procedure had been performed. A CT scan revealed the presence of developed pseudoaneurysm of the gastroduodenal artery that was treated with an endovascular approach.